Event description:
Mechanical problems, left total hip, all components revised.

Manufacturer narrative:
Reported event: an event regarding revision surgery due to mechanical issues involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as medical records were not received for evaluation. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of this event could not be determined based on the information available. Further information such as device analysis, x-rays, operative notes as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened. The following other devices were also listed in this report: primary titanium hemi cluster hole cup 50mm; cat# 502-03-50d; lot# mnpett. Delta v-40 ceramic head 32/0; cat# 6570-0-132; lot# 48861103. Size 6 accolade ii 132 deg; cat# 6720-0635; lot# 49642201. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.